Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the nbp pump is not functional and does not give accurate readings. The device was not in clinical use. There was no report of patient or user harm.